Manufacturer narrative:
Additional information: "type of investigation" codes.

Manufacturer narrative:
Customer reported two events of devices failed with the same issue on the same day. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. Device evaluation confirmed the customer reported issue of error codes e315 and b30 as well as water ingress. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Error e315 scope error was evident on the screen. Error b30 scope communication error was also received. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. On further investigation the plug body was dismantled, and the moisture indicator has been triggered evidencing fluid ingress within the plug body. Excessive fluid ingress was apparent inside the endoscope connector triggering the pink moisture indicators throughout the plug body. Fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. An intermediate repair is required to return the instrument to the OEM specification. Other observations for the device are: light cover glasses are chipped and adhesive is worn; optical cover glasses adhesive is worn; distal end adhesive has uneven edge; aspiration housing and air/water housing colored rings are worn; image had interference; up angle was not to specification; and electrical safety test was not to specification. A comprehensive leakage check was completed, no leaks were evident. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the error code e315 scope error was received for the device, indicating black screen with no image. The event did not occur during a procedure. There is no clinical impact or any harm to any patient. There was no delay to any procedure as a result of this event. A b30 scope communication error message was also received for the device. Customer believed there is a possibility of water ingress; however, though customer stored the device overnight the same errors were still being received.